Manufacturer narrative:
(B)(4). The customer reports that the device (monitor) will not charge. There was no reported pt involvement. Philips evaluated the device and confirmed the reported component. The therapy pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer.

Event description:
The customer reports that the device (monitor) will not charge. There was no reported pt involvement.